Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the chin using the packaged needle. Halfway during the injection, the needle dislodged from the syringe and healthcare professional stopped using the device immediately. There was no patient impact and no injuries.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of detachment of device component. "Method of use ¿ posology: remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Inject slowly. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the chin using the packaged needle. Halfway during the injection, the needle dislodged from the syringe and healthcare professional stopped using the device immediately. There was no patient impact and no injuries.